Event description:
During a lap colectomy procedure, the generator started emitting an error tone and code 5 was displayed on the gen. The instrument was retorqued, tested ,tec. The error code appeared again so the instrument was changed for a new one. No further problems. There were no adverse consequences to the patient. One device returning.